Event description:
During an in-clinic follow-up, increased capture threshold and decreased sensing were detected on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of high stimulation threshold and decreased sensibility were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.